Event description:
Event description guidant received information that the patient with this implantable lead received a shock with no corrolating measurement for lead impedance. Upon interrogation a yellow screen indicating a high voltage short had occured was displayed. An electrogram strip displayed sustained ventricular tachycardia (vt) which was not detected by the device. The patient was also externally cardioverted for a prolonged episode of vt after the device had administered intermittent antitachycardia pacing (atp). There is noise present on the rate/sense and shock electrograms. Currently, the shocking impedance is normal. The system was implanted 5 days earlier. Additional information was received stating a 'central line' was being placed which caused the noise and the shock, resulting in the short. It was felt the guidewire may have touched the lead and caused the noise.